Event description:
It was reported that during a laparoscopic appendectomy procedure, when the device was fired across the mesoappendix, the cartridge came out of the device. The device cut, but did not staple due to the cartridge coming out of the device. The cartridge was retrieved through the trocar. The surgeon controlled the bleeding with a grasper and clips. The rep asked the surgeon how much bleeding occurred and the surgeon stated there was no patient consequence. It may take one to two months to return the device due to a protocol at the account.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.